Manufacturer narrative:
According to the complainant the device will not be returned for investigation. The case and reporting call has been reviewed, the patient reports that the pod is "blowing up and burning her skin". Post market has attempted to contact the patient for additional information unsuccessfully. Additional communication attempts will be made. If additional information becomes available, the record will be re-opened and a supplemental report will be filed.. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that there was multiple instances where the pod will start to burn their skin. The patient reports that the pod is "blowing up and burning her skin". Post market has attempted to contact the patient for additional information unsuccessfully. Additional communication attempts will be made. If additional information becomes available, the record will be re-opened and a supplemental report will be filed.